Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit alarmed for high positive end expiratory pressure. There was no reported patient injury.